Event description:
The guidewire coating began to peel upon removal of the guidewire from a balloon catheter during a renal angioplasty. The guidewire was removed intact and another guidewire was used to successfully complete the procedure. No pt complications involved. Wire was not use through an entry needle.